Manufacturer narrative:
The case reports that the device independently delivered 2 separate insulin bolus doses within 22 minutes. According to the report, a 20-unit insulin bolus was delivered at 19:47, and another 20-unit insulin bolus was delivered 22 minutes later at 20:09. The customer insisted they did not initiate, request, or program either bolus dose, and alleged the device delivered 2 uncommanded bolus doses of insulin. The customer's blood sugar was dropping and they went to the hospital for assessment and intervention. The customer reported receiving a diagnosis of insulin overdose, and the hcp suggested not to use the device and get a replacement. The customer did receive a replacement device, and the physical device associated with this report is expected to be returned for further investigation. The device has not been received to date. If the device is received, a supplemental report will be submitted with the investigation results. Cloud - locked down/smartphone data not available. Cloud - omnipod 5 software app version data not available. Cloud - smartphone operating system data not available. Cloud - smartphone hardware data not available. Cloud - cgm sensor type data not available. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reports their personal diabetes manager (pdm) gave 2 uncommanded 20 unit bolus doses in the evening of (B)(6) 2025. The patient began to experience hypoglycemia and took a taxi to (B)(6)where he was seen by dr. (B)(6). The dr diagnosed hypoglycemia and treated the patient with a solution based on water and sugar. The patient was admitted to the hospital overnight and released on (B)(6) 2025 at 08.00. The patient's blood glucose levels were 140 mg/dl during the event. The patient then went to see their dr (B)(6) who advised not to use the pdm and prescribed an insulin pen to use until a replacement pdm was received. A replacement device has been sent to the patient.

Manufacturer narrative:
In the case description, the user mentioned receiving two 20 u boluses that were uncommanded. The physical controller was not received for investigation. Android log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. Review of the android log files confirmed the delivery of two 20 u boluses on the date of occurrence. The audit log files show the delivery of two 20 u boluses where the confirm bolus button was pressed for each and no carbs or blood glucose (bg) values were entered into the bolus calculator. Review of the engineering logs show that, for each bolus, the bolus button was pressed to open the bolus calculator, the total bolus amount was manually adjusted one digit at a time to 20 u, with each total bolus having been adjusted more than once due to exceeding the max bolus, the confirm button was pressed to bring the application to the confirm bolus screen, and the start button was pressed to begin bolus delivery. Evidence of interaction was found to program both boluses. No evidence of an uncommanded bolus was observed in the available logs.